Manufacturer narrative:
Retainer ring = black. Device was returned for pump error 63 alarms, alleged cosmetic damage located at the select button, and alleged having high bgs found on (B)(6) 2019. Device's history and trace files downloaded successfully using thus software. Device passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump error 63 was confirmed in the formatted history file variable info = 3 on (B)(6) 2019 at 06:40:05. No damage noted at the electronic assemblies during visual inspection. Test p-cap / reservoir locks properly into place, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case(battery tube), battery tube threads-cracked, and cracked retainer. Pump error 63 was confirmed in the formatted history file variable info = 3 due to broken trace at pin#6 (sda) and pin#1 (vdd) at u1 keypad assembly. Cosmetic damage was confirmed at select button. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack to the main button. Customer's mother states the customer experienced high blood glucose and blood glucose level was 149 mg/dl. The customer was assisted with troubleshooting. Customer's mother states they conducted self-test and had hardware low level failures alarm, which was a second occurrence. The device will not be returned for analysis.